Event description:
During a hysteroscopy-dnc, the physician attempted to remove the dilateria by pulling the string. The dilateria broke. The physician removed the pieces. The patient was prescribed antibiotics.

Manufacturer narrative:
Proper removal of the dilateria is to use gentle force using forceps to grasp the tip of the dilateria. The instructions for use state in two places not to pull on the string to remove - once in the warnings section and again, in the dilateria removal instructions.